Manufacturer narrative:
Inadvertently omitted 'center' from the second sentence in the first paragraph within the initial report. The correct sentence is as follows: all data was retrospectively collected from a single center between june 2012 and june 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: sentürk b, et al. Evaluation of structural valve deterioration and bioprosthetic valve failure utilizing the new european consensus definition in patients undergoing tavi with first-generation devices: outcomes beyond 5 years from a single center in turkey. Anatol j cardiol. 2021 aug;25(8):579-587. Doi: 10.5152/anatoljcardiol.2021.37670. Published online 2021 jun 20. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the frequency of structural valve deterioration (svd) and bioprosthetic valve failure (bvf) according to the european standardized criteria beyond five years after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single between june 2012 and june 2015. Of the 89 patients included in the study population (predominantly female, mean age 78.7 years), 57 underwent tavi with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, a total of 49 deaths occurred during the six-year follow-up. The authors stated none of the deaths were attributed to svd and/or bvf. No correlation was made between corevalve and the deaths. Among all patients, adverse events included: permanent pacemaker implantation; pericardial tamponade; stroke; ventricular septal rupture; moderate paravalvular leak; bleeding (life-threatening, disabling, or major); and vascular complications. At four-year follow-up, echocardiography detected svd (new moderate intra-prosthetic aortic regurgitation) in a patient treated with a 29 mm corevalve. This patient had no valve-related symptoms, and the authors did not detect an increase in the intra-prosthetic aortic regurgitation at five-year follow-up. As this patient was asymptomatic, follow-up was continued without requiring any intervention. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.